Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that three days ago he had given himself insulin and two hours later his blood glucose was higher than it was before. The customer had changed insertion sites and bolused again and after an hour his blood glucose exceeded 600 mg/dl. After another site change and bolus his blood glucose was about the same. The customer removed the site and noticed that the piston rod was not pushing insulin out. Customer declined troubleshooting since she preferred for her insulin pump to be immediately replaced. The customer confirmed the presence of three recent no deliveries in her alarm history, and that her drive support cap is normal and that she is able to prime with the pump. The customer was advised to discontinue use of the pump and remain on her back-up plan. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.